Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis in a good condition. Event log history was performed and indicated that backup audible alarm post error was recorded in history. During analysis, backup audible alarm post error was found at power up. It was noted that main board does not operate as intended, main board with high profile blue token cap and this was the cause of the reported issue. Service replaced the main board to correct the reported issue. Service also performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited primary audible alarm. No adverse effects were reported.